Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. A "sound" manual test was performed and failed the low audio test. A sound test on sound meter was performed and failed. An internal visual inspection was performed and failed due to speaker contamination. Pictures were taken. The audio speaker resistance was measured and passed. The bad speaker was verified through substitution. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.